Manufacturer narrative:
Section a1: patient identifier corrected. Section b2: outcomes attributed to adverse corrected. Section d6a: date of implant corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they underwent a pump exchange as reported under MFR #: 2916596-2024-05175. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿(under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 also lists infection as a potential late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right heart failure was pre lvad-implant. It was unsure whether the ICD was an abbott product as it was explanted at a different facility. The tricuspid valve repair was not due to an lvad related issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through voluntary medwatch report mw5161956 that the patient had dilated nonischemic cardiomyopathy, biventricular systolic heart failure, methicillin-susceptible staphylococcus aureus (mssa) native tricuspid valve endocarditis status post left ventricular assist device (lvad). The patient had a tricuspid valve repair and ICD explanation in 2021. The event date has been estimated.